Event description:
It was reported that there were lower number of cells on patient sample with a bd facscanto¿ ii. There was no patient impact. The following information was provided by the initial reporter, translated from spanish to english: erroneous results are indicated by the lower number of cells and was observed on patient samples. However, there was no patient impact , only a longer acquisition time to obtain results.

Manufacturer narrative:
H6: investigation summary: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the low number of cells when acquiring sample data was due to a partial clog in the sample fluidics line. The fse (field service engineer) confirmed the issue after he internally cleaned the lines with a pressure syringe. He also adjusted pressure regulators for optimum performance. No return sample was requested for evaluation because no parts were replaced. After the complete flush and cleaning of the system the instrument was performing normally. Based on the investigation results, the root cause of the low number of cells when acquiring sample data within the facscanto instrument was due to a partial clog in the sample fluidics line. This was confirmed after the fse performed a thorough cleaning. After the cleaning and minor pressure adjustments the instrument was functioning as expected. No treatment or diagnosis was given due to the unexpected results. The safety risk is low as there was no impact to patient. Health or safety h3 other text: see h10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were lower number of cells on patient sample with a bd facscanto¿ ii. There was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: erroneous results are indicated by the lower number of cells and was observed on patient samples. However, there was no patient impact , only a longer acquisition time to obtain results.